Event description:
While in use in the patient, the valve of the agilis sheath was leaking. The sheath was removed and replaced with no reported harm. Vendor notified. Manufacturer response for vascular steerable introducer, 13fr, medium curl, agilis nxt steerable introducer (per site reporter).